Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation with the drg system. As a result, a trial procedure was undertaken on 17 may 2022 with an scs system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating on (B)(6) 2022 a scs system was implanted to address the ineffective stimulation. The drg system remains implanted as well.